Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. Correction to g3 of the initial medwatch. The aware date should be jan 17, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a defective switch. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was a foreign object inside the nozzle. In addition, the evaluation found the following; the paint on the air/water cylinder, suction cylinder and the scope connector was peeled. There were scratches on the following; the forceps elevator, forceps knob, up/down knob, right/left knob, control unit, switch 1, plastic distal end cover, connecting tube, objective lens, image guide protector, scope connector cover unit, scope connector, protector of the universal cord on the scope connector side, the universal cord, the grip, scope cover and the switch box. The suction cylinder was shaved, the adhesive on the bending section cover had a chip. Due to dirt on the objective lens, there was a lack of image on the monitor. The control unit had corrosion due to water leakage. Due to wear of the angle wire, the play of the up/down knob and the bending angle in the up direction did not meet the standard value. Due to damage on the up/down knob, water tightness was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.